Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to 600 mg/dl while wearing the pod for 4 to 24 hours. Upon removal from the infusion site, the pod¿s cannula was found to be dislodged. The patient also reported leaking during wear and noted that the adhesive was not secure. As treatment, 30 units of insulin were administered, and a new pod was applied.